Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information states that no issues were observed with the sensor chemistry or mechanically.

Manufacturer narrative:
The patch evaluation process controls have been implemented to monitor patch adhesive.

Event description:
It is reported that a customer had issues with the sensor's adhesive tape sticking to their body. The customer's blood glucose was not recorded. No further information was provided.